Event description:
It was reported that during a urinary organ procedure, the device was used to fire on the renal vein. Though doctor felt some difficulty in grasping the trigger, the device was grasped fully at the first firing. Then the doctor noticed the firing was abnormal. Another device was used without removing the first device. It was found that the staples of the one side were not deployed when the stapling device was released. Reinforcement product was not used. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.